Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer changed the sensor and the needle part that injects it into his body would not come off part that stays on body and he has it in his hand and could never get it off. The blood glucose was unknown at the time of the incident. Customer inserted new one that was fine. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened/used guardian sensor and performed visual inspection and found sensor with needle bent inside sensor base.